Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal severe bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and autoimmune disorder ("autoimmune deficiency") in an adult female patient who had essure (batch no. 869750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not essure confirmation test". The patient's concurrent conditions included pneumonia, uterine bleeding (had endometrial biopsy), night sweats, hot flashes, fibroids (endometrial hydrothermal ablation) and menometrorrhagia (endometrial hydrothermal ablation). Concomitant products included axotal (fioricet) since 2014 and topiramate since 2014. In 2011, the patient experienced weight increased ("weight gain"). On (B)(6)2011, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menopause ("hormonal changes: menopause"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy.), and surgery (ablation). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, autoimmune disorder, vaginal haemorrhage, alopecia, menopause, migraine, headache, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, genital haemorrhage, headache, menopause, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal severe bleeding/ general abnormal bleed'), menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and autoimmune disorder ('autoimmune deficiency') in an adult female patient who had essure (batch no. 869750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not essure confirmation test". The patient's concurrent conditions included pneumonia, uterine bleeding (had endometrial biopsy), night sweats, hot flashes, fibroids (endometrial hydrothermal ablation) and menometrorrhagia (endometrial hydrothermal ablation). Concomitant products included butalbital;caffeine;paracetamol (fioricet) since 2014 and topiramate since 2014. In 2011, the patient was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menopause ("hormonal changes: menopause"), headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, ablation/total robotic hysterectomy with bilateral salpingectomy, in (B)(6) 2016, underwent a hysterectomy and total robotic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, autoimmune disorder, alopecia, menopause, headache, weight increased, abdominal pain, hormone level abnormal and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, genital haemorrhage, headache, hormone level abnormal, menopause, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic; abdominal pain, menorrhagia, general abnormal bleed, autoimmune deficiency. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs received. New events headaches, abnormal bleeding (vaginal) were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal severe bleeding/ general abnormal bleed'), menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and autoimmune disorder ('autoimmune deficiency') in an adult female patient who had essure (batch no. 869750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not essure confirmation test". The patient's concurrent conditions included pneumonia, uterine bleeding (had endometrial biopsy), night sweats, hot flashes, fibroids (endometrial hydrothermal ablation) and menometrorrhagia (endometrial hydrothermal ablation). Concomitant products included butalbital;caffeine;paracetamol (fioricet) since 2014 and (B)(4) since 2014. In 2011, the patient was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menopause ("hormonal changes: menopause") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation/total robotic hysterectomy with bilateral salpingectomy, in (B)(6) 2016, underwent a hysterectomy and total robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, autoimmune disorder, alopecia, menopause, migraine, weight increased, abdominal pain and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, genital haemorrhage, hormone level abnormal, menopause, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic; abdominal pain, menorrhagia, general abnormal bleed, autoimmune deficiency. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs received. Reporter information updated. New event: hormonal changes added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal severe bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), autoimmune disorder ("autoimmune deficiency") and pelvic pain ("pain") in an adult female patient who had essure (batch no. 869750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not essure confirmation test". The patient's concurrent conditions included pneumonia, uterine bleeding (had endometrial biopsy), night sweats, hot flashes, fibroids (endometrial hydrothermal ablation) and menometrorrhagia (endometrial hydrothermal ablation). Concomitant products included axotal (fioricet) since 2014 and topiramate since 2014. In 2011, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menopause ("hormonal changes: menopause"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (in (B)(6) 2016, underwent a hysterectomy), surgery (ablation/total robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, menorrhagia, autoimmune disorder, vaginal haemorrhage, alopecia, menopause, migraine, headache, pelvic pain, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, genital haemorrhage, headache, menopause, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Most recent follow-up information incorporated above includes: on 29-jun-2018: pfs+mr received, reporter added, lot number added, concomitant codnition added, event added as :- abnormal bleeding (vaginal, menorrhagia), autoimmune disorder: autoimmune deficiency, hair loss, hormonal changes: menopause,migraines/headaches, pain,weight gain,did not undergo essure confirmation test. Concomitant condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal severe bleeding") in a female patient who had essure inserted for female sterilisation. In 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (in (B)(6) 2016, underwent a hysterectomy). At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.